Event description:
It was reported that externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. Electrical function of the lead was tested with no anomalies observed. Lead remains implanted and the patient will be followed up routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.